Event description:
This pt presented in the ER on (B)(6) 2011 with pre-syncope; at this time, it was noted that the competitive rv lead had a slightly elevated capture threshold. The physician chose to replace the whole sys on (B)(6) 2012.